Event description:
It was reported by the rep that the device was used in a subfascial endoscopic perforator surgery. It was reported by the rep that the dr was doing a subfascial endoscopic perforator surgery and claims that the clip malfunctioned. The dr went ahead and finished up with another clip applier. There was no consequence to the pt.